Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The complainant reported that she felt something hit her tooth and land at the back of her tongue while using the sz breathe atomizer with the asthmanefrin inhalation solution. She removed the washer from her mouth. The customer was contacted and reported that she did not suffer any harm or require any medical interventions.